Event description:
It was reported that the procedure was to treat the superficial femoral artery with 90% blockage and moderate calcification. The aortic bifurcation was steep. The vessel was prepared with a 7.0 mm balloon at nominal pressure for 1 minute. The 5.5x80 mm supera self expanding stent system (sess) was advanced to the lesion and the stent was deployed; however the stent would not release and was removed with the delivery system after deployment. A new supera sess was used to complete the procedure. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the distal sheath of the delivery system was entrapped or bent in the steep aortic bifurcation with 90% blockage and moderate calcification such that the ratchet was unable to properly/fully engage the stent resulting in the reported activation/deployment failure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.